Event description:
It was reported during bph procedure; the fiber tip broke off. The procedure was completed using second fiber. Patient outcome: no injury to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-733b-(B)(4): the fiber is broken within the outer flow tubing at open end; the outer flow tubing open end is partially attached to cap; the fiber glass cap detached however the glass and metal caps are still secured by outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits no buildup at the tip; the outer flow tubing exhibits abrasions at open end; the outer flow tubing open end appears folded inward near red stop sign. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation. Additional information: review of lot 733b DHR did not indicate any failures upon final inspection.

Event description:
It was further reported that the fiber tip broke off when inserted into scope with "0" joules used and 1 minute time expended. The fiber tip (cap) was not cleaned during the procedure